Event description:
It was reported that during an unknown procedure, the tech stated that "the black covering on the scissors, split off the top". There were no patient consequences. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did any part of black covering on shaft of device fall off into patient? Not to my knowledge. If so, was black covering retrieved from patient? Was black covering cut by another device? No how was case completed? Another device was pulled.

Manufacturer narrative:
(B)(4). Additional information: damaged shrink tube. The 5dcs instrument was returned with the shrink tube damaged. The damage found was noted throughout the links area. A potential cause of this damage is the contact of the shrink tube with a sharp or an energized device. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.